Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for other procedure, device interrogation exhibited multiple atrial noise episodes. The noise was noted due to electromagnetic interference (emi). The source of emi could not be identified. Programming changes were discussed but the p waves were found to be low. The patient had left ventricular assist device placed and physician did not opt to do any programming changes as noise was brief and did not cause any inhibition. The patient was stable.